Event description:
It was reported that the patient went to the hospital 2 days ago with severe abdominal and back pain, kidney pain, and an asthma attack. It was determined that the patient had some kind of infection. It was noted that the patient had green drainage where the wires were and it leaked through their underwear. The patient was concerned about parasites because they had issues with big infestations at home.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0bh3c, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0bh3c, implanted: (B)(6) 2013, product type lead. (B)(4).